Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 80% stenosed target lesion was located in the moderately calcified, moderately tortuous mid circumflex. The lesion was pre-dilated with a 2.0 x 12mm non-bsc balloon. The physician advanced the 16 x 2.25mm taxus liberte stent delivery system to the target lesion, however the device was unable to cross the lesion. The device was removed from the patient and it was noticed that the stent struts were "lifted/frayed". The procedure was completed with a non-bsc device. No patient complications were reported and the patient's current condition is ok.